Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have required several hard presses to obtain a response over the past 5 months. She noted that the keypad buttons feel mushy, but the rubber keypad is intact. The family member stated that the pump is not exposed to water, and the pt wears the pump on the inside of his pocket with a clip.